Event description:
The pt was reportedly experiencing static and facial nerve stimulation. External equipment was exchanged, however, this did not resolve the issue. Testing revealed device malfunction. Revision surgery has been scheduled.